Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central venous catheter placement procedure using the hickman cv catheter. It was reported that during the procedure, catheter was allegedly found leaking. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a central venous catheter placement procedure using the hickman cv catheter. During the procedure, the catheter was allegedly found to be leaking. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An in-house syringe was attached to the red luer and was patent to infusion and aspiration. No leaks were observed. An in-house syringe was attached to the white luer and was patent to infusion and aspiration. No leaks were observed. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. No leaks were observed throughout the catheter when an in-house syringe with dye water was attached to the red luer. No leaks were observed throughout the catheter when an in-house syringe with dye water was attached to the white luer. Therefore, the investigation is unconfirmed for the reported fluid leak issue as no leaks were observed throughout the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.